Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed ventricular lead monitor data shows high impedance counts with a lead warning on (B)(6) 2016 and additional high impedance pace counts after the warning.

Event description:
It was reported that during the device replacement procedure, that the physician had a problem with inserting the ventricular lead. The sealing ring had to be pushed in order to connect the lead with the device. The lead could not be inserted smoothly into the port and had to be reinserted. The physician suspected a loose pin. Threshold and impedance on the lead were the same as pre-implant. The following afternoon, the patient complained of discomfort and lightheadedness and a device check noted high ventricular impedance and pacing failure. A chest x-ray that day showed a loose pin on the ventricular lead. It is unknown whether the loose pin occurred during the procedure or the next day. The device was subsequently explanted and replaced with a device with a different connector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.